Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glcuose (bg) levels were not confirmed. User did not utilized the continous glucose monitor (cgm) option of their t:slim x2 g5 pump. User made bolus requests without entering current bg level and still having a large amount of insulin on board (iob). Basal rate was set to 1.65 units of insulin per hour. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Basal rate setting may need to be adjusted throughout the day to compensate for daily activities. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl and the cause was not known. As the customer could not walk/move, glucose tablets were brought to the customer to consume. Tandem technical support (cts) reviewed the pump data and no device issues were identified. Cts advised the customer to discuss the event with a healthcare provider.